Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026. The insertion site was leg. The infusion set was in use less than twenty-four hours.

Manufacturer narrative:
Name: medtronic minimed, street: 18000 devonshire street, city: northridge, state: ca, zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.